Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: vanguard cr por fmrl-lt 67.5, catalog # 183070, lot # 286500. Biomet finned pri stem 40 mm, catalog # 141314, lot # 482400. Bmet regenx pri tib tray 79 mm, catalog # 141275, lot # 502410. E1 vngd crl tib brg 79/83x10, catalog # ep-183560, lot # 154110.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty and subsequently is experiencing pain and loosening. Attempts have been made and additional information on the reported event is unavailable at this time.